Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The post of the humeral head broke off.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the post is broken. The root cause is attributed to wear out. Review of the as400 found this lot was manufactured in september of 2007 and is over 8 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.